Event description:
It was reported that a tecnis eyhance intraocular lens (iol) explanted from the patient's right (od) eye due to mechanical complications. The patient did not see as clearly as they would like to. The replacement lens is the same model but a higher diopter (22.0). There was no vitrectomy, incision enlargement, or sutures required. Reportedly the patient is doing good post exchange. The lens was been discarded. No further information was provided.

Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate would be between 1/11/2022 and 1/25/2022. The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected info: upon further review it was discovered that replacement lens is a diu150, 22.0 diopter. Therefore, it has been corrected in this supplemental report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected info: additional information was received on 2/9/2022 that the lens model/serial number initially provided was incorrect. The correct lens model/serial number is a dfw150, serial number (B)(6) 21.5 diopter. The following sections have been updated accordingly: section d2 common device name: lens, multifocal intraocular. Section d-2 device product code: mfk. Section d-4 model number: dfw150. Section d-4 catalog number: dfw150u215. Section d-4 device serial number: (B)(6). Section d-4 expiration date: 4/20/2024. Section d-4 UDI number: (B)(4). Section h-4 device manufacture date: 4/20/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.